Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had no air/water flow. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water (aw) nozzle and the auxiliary water channel were clogged with a foreign material. The foreign material in the auxiliary water supply channel could not be removed and the investigation as unable to identify the foreign material. The root cause of the foreign material could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: - one lg-rod lens unit is cracked. - switch 1 button rubber wear and tear. - crush on the connecting tube. - universal cord unit has wrinkles. .- angulations are out of specification. - insulation d/e resistance value is out of specification. - no air/water flow. Olympus will continue to monitor field performance for this device.